Manufacturer narrative:
The MFR did not receive explanted devices as the pt was not re-operated to date. The revision surgery is scheduled on (B)(6) 2013. The manufacturer did not receive device for review. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should additional info become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The need for further corrective measures is not indicated a this time. The distribution of this product was ceased meanwhile due to business reasons. Zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the pt received a durom hip generic on the right hip on (B)(6) 2008. A revision surgery is scheduled on (B)(6) 2013 due to pain and slipping stated by the pt.